Event description:
A customer reported that they experienced a blurry image and cannot clean the lens while using an ec38-i10nl (sn: (B)(4)) video colonoscope. The issue occurred in the operating room during use. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.

Manufacturer narrative:
Import for export, therefore 510k is not applicable. A device history record (DHR) review for model ec38-i10nl, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 05 dec 2017 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.